Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a connectivity issue. The customer stated that health sight viewer (hsv), displayed the errors device with upload stopped and device list upload in retry mode for one station. The customer also mentioned that there were no icons or error messages displayed on the stations. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the healthsight viewer (hsv) there was an error 'device with upload stopped' , 'device list upload in retry mode' for one station. A technical support specialist investigated and found the station was in retry mode, which caused the upload to stop. The fix was applied, and the station is now back online and fully functional. The hsv notification 'device with upload stopped' was cleared, and the station upload status is current. The dispensingdevicekey was verified as not null. The fix was applied per ka (retry - insert into purge.purgestatistics), and both upload and download statuses were confirmed as current. No further issues were reported, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.